Event description:
A customer reported to beckman coulter, inc. (Bec) that the hydro side of synchron lx20 pro clinical system was leaking liquid. The customer confirmed that no erroneous patient results were generated. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer called bec to cancel the service request for this issue. The instrument was no longer leaking but the customer did not know what resolved the issue. As of (B)(4) 2011, the customer has not contacted bec with requests for further assistance for this issue. (B)(4).